Event description:
Customer reported she experienced high blood glucose. Customer stated that her blood glucose value was 397 mg/dl but the sensor was saying she is trending low reading 125 mg/dl. Current blood glucose value is 457 mg/dl. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.